Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was having drainage at the midline incision site. The physician saw no sign of infection and did not believe it was device related. The patient was given antibiotics. The patient underwent a revision procedure. The patient was doing well postoperatively.